Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's downstream occlusion sensor bubbled up. No adverse effects were reported.

Manufacturer narrative:
One cadd-solis vip pump was returned for analysis in damaged condition. Upon visual inspection of the pump, the tamper seal was missing, dso seal was bubbled, and the lens was damaged. The event history log was reviewed; no discrepancies were found. A sensor test was performed, and the seal was not bubbled. Based on the evidence, there is no root cause as the complaint was not confirmed.